Event description:
End user reports that the plunger of the syringe item 830165 is not pulling insulin properly. User describes the plunger to be pushing insulin out of barrel after pulling medication. Addtitional product information was unable to be collected from user.

Manufacturer narrative:
Insufficient information collected from intial reporter to conduct investigation.

Manufacturer narrative:
Insufficient information collected from intial reporter to conduct investigation.

Event description:
End user reports that the plunger of the syringe item 830165 is not pulling insulin properly. User describes the plunger to be pushing insulin out of barrel after pulling medication. Addtitional product information was unable to be collected from user.